Manufacturer narrative:
Reprocessed: unk. Reason for nullification/amendment: added special situation.

Event description:
MFR report #: gb-septodont-(B)(4) / 1000477999-2026-00001. #1: exposure to device contaminated with body fluid v28.1 (caught her): from (B)(6) 2026 to - serious - unknown #2: accidental needle stick v28.1 (caught her): from (B)(6) 2026 to - not serious - unknown #3: device use error v28.1 (the dentist was recapping the needle): from (B)(6) 2026 to - not serious - unknown #4: device material punctured v28.1 (it pierced the side of the plastic cap): from (B)(6) 2026 to - not serious - unknown #5: occupational exposure to product v28.1 (caught her): from (B)(6) 2026 to - not serious - unknown. Spontaneous report from united kingdom. Local reference: gb-septodont-(B)(4) / (B)(4). Quality complaint was opened: references # (B)(4). This initial serious case report was received on 09-jan-2026 from practice manager by mail and follow-up #1 received on 12-jan-2026 from dentist by email were processed together. Description of incident: the report described an exposure to contaminated device, injury associated with device, device use error, device material punctured and occupational exposure to product with the suspected medical device ultra safety plus twist part a (injection device) prior to unknown procedure. This case occurred on a 26-year-old female dentist when the dentist was taking impression for the patient's comfort. On (B)(6) 2026, it was reported that during administration of the anaesthetic xylocaine, the dentist was recapping the needle and it pierced the side of the plastic cap and caught her. Dentist bled and rinsed the wound then went to a&e for blood tests. The dentist was ok now. Outcome: at the time of the report, no adverse event was reported and the patient was not affected. Other information of product: ultra safety plus twist part a (injection device), batch number # f52346aa, expiry date: 31-may-2030. This case was considered as serious due to other medically important condition. No other information available. Follow-up # 1 received on 12-jan-2026: additional information provided regarding product availability. Amendment: added the occupation exposure to product adverse event. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: the report described an exposure to contaminated device, injury associated with device, device use error, device material punctured and occupational exposure to product with the suspected medical device ultra safety plus twist part a (injection device) prior to unknown procedure, on a 26-year-old female dentist when the dentist was taking impression for the patient's comfort. No adverse event was reported and the patient was not affected. During administration of the anaesthetic xylocaine, the dentist was recapping the needle and it pierced the side of the plastic cap and caught her. Dentist bled and rinsed the wound then went to a&e for blood tests. The dentist was recovered. Use error/abnormal use is considered as the incident happened while dentist was recapping the needle and pierced himself the plastic cap. No investigations will be performed as device use error is conclude. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on available information, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: the report described an exposure to contaminated device, injury associated with device, device use error, device material punctured and occupational exposure to product with the suspected medical device ultra safety plus twist part a (injection device) prior to unknown procedure, on a 26-year-old female dentist when the dentist was taking impression for the patient's comfort. No adverse event was reported and the patient was not affected. During administration of the anaesthetic xylocaine, the dentist was recapping the needle and it pierced the side of the plastic cap and caught her. Dentist bled and rinsed the wound then went to a&e for blood tests. The dentist was recovered. Use error is considered as the incident happened while dentist was recapping the needle and pierced himself the plastic cap. No investigations will be performed as device use error is conclude. Results of the assessment: in the risk table of usp twist range (drec.reg.00061), the risk is covered by: use.twid2-014/ use.twid2-015 - the practitioner recaps the device and injures himself/herself- the user harm of tissue damage due to sharp injury is covered. This incident does not change the residual risk calculated in the risk table nor the acceptability of said risk. Final investigation results: description of remedial action/corrective action/preventive action/field safety corrective action (fsca) no CAPA is implemented. Final comments from the manufacturer: no investigations is performed. Use error is concluded as the final root cause. No CAPA is implemented.

Event description:
MFR report #: (B)(4) / 1000477999-2026-00001. #1: exposure to device contaminated with body fluid v28.1 (caught her): from 08-jan-2026 to - serious - unknown. #2: accidental needle stick v28.1 (caught her): from 08-jan-2026 to - not serious - unknown #3: device use error v28.1 (the dentist was recapping the needle): from 08-jan-2026 to - not serious - unknown. #4: device material punctured v28.1 (the dentist was recapping the needle): from 08-jan-2026 to - not serious - unknown.

Manufacturer narrative:
Reprocessed: unk.